Event description:
This lead was explanted a few months after implant (date unknown), because the patient received a right prepectoral access line which became infected and was replaced with a PICC line. That resulted in line sepsis and sub-acute bacterial endocarditis. The physician removed this ICD lead at that time by femoral approach and the ICD remained implanted. On (B)(6) 2014 a new ICD lead was implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(6) 2014 - per the following physician's office, this lead was explanted on (B)(6) 2014. An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.